Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection, urinary problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010.(B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 to treat sui and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.